Manufacturer narrative:
Eval codes, results: lack of info (device not returned for eval). Conclusions: lack of info (device not returned for eval).

Event description:
A 16mm diameter x 20mm diameter x 11.5 cm length aneurx iliac extension cuff was selected for treatment of an isolated iliac aneurysm. The vessel morphology was reported to be severely tortuous. It was reported while the delivery system was being inserted into another manufacturer's introducer sheath the tip of the device became stuck. The device was removed from the pt and another device was used to treat the iliac aneurysm. The device has not been returned for evaluation. The pt is reported to be fine and there are no add'l clinical sequelae reported.